Manufacturer narrative:
Additional information was received to clarify that one-hundred forty-two patients received mom and comm total hips in (B)(6). The remaining seventy patients received mom and com total hips in the (B)(6) and are being reported under manufacturer report number 1825034-2015-00050. Additional information provided details on the four patients who underwent revision procedures. It was discovered that these patient events were previously reported on the following manufacturer report numbers: 1825034-2010-00511 (com patient revised due to dislocation); 1825034-2010-00292 & 00293 (mom patient revised due to cup loosening); 1825034-2014-00364 & 00365 (mom patient revised due to dislocation); 1825034-2013-06518 & 1825034-2014-02888 (mom patient revised due to pseudotumor).

Event description:
Information was received based on review of a journal article titled, "ceramic -on metal vs. Metal -on metal in total hip arthroplasty- which compared clinical and radiological results in mom (metal-on-metal) versus com (ceramic-on-metal) total hips. The study was conducted during 2009-2011 and involved two-hundred twelve (212) unilateral end-stage hip osteoarthritic patients. Of the 212 patients, seventy (70) patients underwent tha procedures in the (B)(6) and one-hundred forty-two (142) patients underwent thas in (B)(6). The patients who received implants in (B)(6) were divided into two groups; one group (74 patients) received com total hips and the second group (68 patients) received mom total hips. This report provides the short term results for the 142 patients who underwent total hip arthroplasty procedures in (B)(6). The journal article reports that patients in the mom group underwent revision procedures due to the following reasons: one (1) revision due to pseudotumor; one (1) revision due to acetabular cup loosening; one (1) revision due to dislocation. The journal article reports that one patient in the com group underwent a revision procedure due to dislocation. The authors of the study conclude that blood metal ion levels were higher and there were more revisions for armd (adverse reaction to metal debris) with mom than com tha's with no difference in functional outcomes at short term follow up. Revision rate for armd (9%) in three years in mom tha is high.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Information was received based on review of a journal article titled, "ceramic -on metal vs. Metal -on metal in total hip arthroplasty" which compared clinical and radiological results in mom (metal-on-metal) versus com (ceramic-on-metal) total hips. The study was conducted during 2009-2011 and involved two-hundred twelve (212) unilateral end-stage hip osteoarthritic patients. Of the 212 patients, seventy (70) patients underwent tha procedures in (B)(6) and one-hundred forty-two (142) patients underwent thas in (B)(6). The patients who received implants in (B)(6) were divided into two groups; one group (74 patients) received com total hips and the second group (68 patients) received mom total hips. This report provides the short term results for the 142 patients who underwent total hip arthroplasty procedures in (B)(6). The journal article reports that patients in the mom group underwent revision procedures due to the following reasons: one (1) revision due to pseudotumor. One (1) revision due to acetabular cup loosening. One (1) revision due to dislocation. The journal article indicates that one patient may undergo a future revision procedure due to armd. The article further reports that one patient in the com group underwent a revision procedure due to dislocation. The authors of the study conclude that blood metal ion levels were higher and there were more revisions for armd (adverse reaction to metal debris) with mom than com tha's with no difference in functional outcomes at short term follow up. Revision rate for armd (9%) in three years in mom tha is high.

Event description:
The information being reported was received based on a journal article referencing ceramic-on metal vs. Metal-on-metal in total hip arthroplasty. No part or lot numbers were provided. Article reported on a retrospective study compared two hundred twelve (212) unilateral end-stage hip osteoarthritic patients that received ceramic-on-metal or metal-on-metal total hips during the years 2009-2011. In the metal-on-metal group there were 11 revisions; 9 armd¿s, 1 dislocation, 1 acetabular failure and one revision is awaited for armd. In the ceramic-on-metal group 6 revisions; 1 periprosthetic fracture, 2 recurrent dislocations, 1 armd (contralateral mom), 1 for component mal-alignment with impingement and 1 for unexplained pain.

Manufacturer narrative:
The information being reported was found in the journal article titled ""nordic ceramic-on metal vs. Metal-onmetal in total hip arthroplasty". Nordic orthopaedic federation congress, helsinki, finland 7-9 may 2014. Current information is insufficient to permit conclusions as to the causes of the events. Event details and product identification was not provided for the revisions mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown; expiration date - unknown; date implanted - unknown; date explanted - unknown; initial reporter - the article was written by manninen m, higgins je, price m, pearce a, pesola m,conn ks, britton jm, stranks gj manufacture date ¿ unknown. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.